Event description:
It is reported that: the patient began experiencing sharp pain in the back of her right hip in (B)(6) 2010. The pain became extreme over time. The patient eventually began using a wheel chair because the hip and leg felt unstable like it was going to give way. The patient had x-rays that revealed a screw in the implant had sheared off. The patient had a total revision surgery in (B)(6) 2011.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.